Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for supratherapeutic international normalized ratio. Historical review noted pump stop/loss of external power. Log files displayed 2 episodes of low flow/pump off alarms on (B)(6) 2022 at 4:34:07-08 pm and 4:34:15-18 pm for approximately 2-3 seconds for each episode due to a possible electrostatic discharge event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump restarted promptly as designed and functioned as intended during these events. The system controller recorded a driveline disconnect event at (B)(6) 2022 at 4:34:07-08 pm. Controller referenced in MFR# 2916596-2022-12310.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed through evaluation of the submitted log file; however, the root cause of the driveline disconnect could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 1:12:57 through (B)(6) 2022 at 13:15:11. On (B)(6) 2022 at 16:34:07, a pump stop event was captured from the driveline being disconnected. During this time frame, pump stop fault flags, low pump current, and lvad off alarms were active. On (B)(6) at 16:34:15, the driveline was reconnected, and the pump was operating as intended. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.